Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. There was blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. The tip was damaged. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 4mm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. A 2.25mm x 12mm nc emerge® balloon catheter was advanced for pre-dilatation. However, during the first inflation at 18 atmospheres for 10 seconds, the pressure decreased and the balloon ruptured. Contrast imaging was performed and there were no complications observed. The procedure was completed with a 2.5mm x 15mm nc emerge® balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. A 2.25mm x 12mm nc emerge® balloon catheter was advanced for pre-dilatation. However, during the first inflation at 18 atmospheres for 10 seconds, the pressure decreased and the balloon ruptured. Contrast imaging was performed and there were no complications observed. The procedure was completed with a 2.5mm x 15mm nc emerge® balloon catheter. No patient complications were reported.